Manufacturer narrative:
H10: the actual device and photo were received for evaluation. The visual inspection of the provided photo showed a white particulate matter inside the header. It was observed that the protection cap on the blood port and the dialysate side were fitted. The visual inspection by naked eye of the actual product showed the product was wet. A brownish particulate matter in the header was visible. The protection cap on the blood side of the actual sample was no longer fitted while the protection cap on the dialysate side was fitted. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign object was observed inside the dialyzer of a polyflux 140h before use. There was no patient involvement. No additional information is available.